Manufacturer narrative:
This emdr represents supplemental report # 2210968-2017-33057 for previously submitted MDR number 2210968-2017-70665, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and gynemesh was implanted. It was reported that the patient underwent removal surgery on an unk date. It was reported the patient experienced severe pelvic pain. No additional information was provided.